Event description:
Promus element china clinical study. It was reported that in-stent restenosis occurred. In (B)(6) 2014, the patient presented with unstable angina as well as silent ischemia and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending (lad) artery with 80% stenosis, and was 12 mm long with a reference vessel diameter of 3.0 mm. The target lesion was treated with direct placement of a 3.00x16mm promus element ¿ drug-eluting stent. Following intervention, residual stenosis was 0%. Six days post index procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented to the hospital for follow up visit. Two days later, coronary angiography was performed and revealed an 80% in-stent restenosis of the study stent placed in proximal lad. Nine days later, the 80% in-stent restenosis in the proximal lad was treated with percutaneous coronary intervention (pci). Following intervention, residual stenosis was 0%. The event was considered as resolved on the same day. Eleven days post hospitalization, the patient was discharged.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2015, the patient presented to the hospital with chest pain. Cardiac enzyme elevation was consistent with the protocol definition of myocardial infarction. Medication was given to treat this event.